Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro (hcp) during use during drain 1. The patient was connected. The baxter technical service representative (tsr) had the patient close all the clamps and the transfer set, and cycle the power off and on. A se 2367 occurred. The tsr had the patient cycle the power off and on again to the press go to start prompt. The tsr explained the alarm and the patient stated the patient line connection to their transfer set did not fit correctly and leaked. The patient stated that this was their second time using the hcp on their own. The tsr explained to discard all the supplies and report the alarms to the peritoneal dialysis nurse in the morning. The tsr reviewed the proper procedures per the user manual with the patient. The patient would finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to resume therapy successfully after starting over with new supplies. When asked about the leak between the transfer set and patient line, the patient stated they did not notice any visible damage or abnormalities with the supplies in use and could not determine what was causing the issue with the connection. The patient did speak with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was due to air being sucked into the disposable because there was a loose connection between the patient line and transfer set. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).